Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the sigmoidal colon stricture during a stent placement procedure on (B)(6) 2014. According to the complainant, the stent was being placed to treat an ileus. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the stent was deployed and it was noted that the proximal end of the stent was placed slightly lower than intended. The physician attempted to reconstrain the stent; however, the stent was unable to be reconstrained. It was also noted that the inner catheter was stretched. The device was removed from the patient with 2cm of the tip partially deployed. Another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Investigation results: a visual examination of the returned device found that the stent was partially deployed by 48mm. It was noted that the distal handle had been moved distally off the stainless steel handle and the spacer tube had moved distally from within stainless steel shaft. The outer sheath was accordioned for a distance of 17mm at its proximal end and the proximal end of the clear outer sheath was accordioned for a distance of 46mm. During analysis a restriction was met when an attempt was made to reconstrain the stent due to the condition of the returned device. The shaft was dissected at the proximal end of the clear outer sheath. No issues were noted in movement of the outer sheath along the shaft after the shaft had been dissected. The stent and distal end of the inner lumen were withdrawn from the outer sheath and no issues were noted with their profiles. The proximal end of the outer sheath was dissected longitudinally and it was noted that polytetrafluoroethylene (ptfe) coating had partially peeled away from inside of the outer sheath. The most probable root cause for this reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, there was no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the sigmoidal colon stricture during a stent placement procedure on (B)(6) 2014. According to the complainant, the stent was being placed to treat an ileus. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the stent was deployed and it was noted that the proximal end of the stent was placed slightly lower than intended. The physician attempted to reconstrain the stent; however, the stent was unable to be reconstrained. It was also noted that the inner catheter was stretched. The device was removed from the patient with 2cm of the tip partially deployed. Another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be good. Updated information received on (B)(4) 2014 : according to the complainant, the stent was implanted to treat an ileus caused by a colonic cancer. The lesion was about 3 or 4 cm and was not dilated prior to stent placement. The sheath was not damaged. There was difficulty in reconstraining the stent.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the sigmoidal colon stricture during a stent placement procedure on (B)(6) 2014. According to the complainant, the stent was being placed to treat an ileus. Reportedly, the patient's anatomy was tortuous. During the procedure, the stent was deployed and it was noted that the proximal end of the stent was placed slightly lower than intended. The physician attempted to reconstrain the stent; however, the stent was unable to be reconstrained. It was also noted that the inner catheter was stretched. The device was removed from the patient with 2cm of the tip partially deployed. Another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be good. Updated information received on february 26, 2014 : according to the complainant, the stent was implanted to treat an ileus caused by a colonic cancer. The lesion was about 3 or 4 cm and was not dilated prior to stent placement. The sheath was not damaged. There was difficulty in reconstraining the stent.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.